Event description:
Burn blisters [burns second degree]. Applied the wrap directly to the skin, did not check the skin under the wrap during application [device misuse]. Skin peeled off when she removed the thermacare wrap [skin exfoliation]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back and hip) (lot number and expiration date were not available) from (B)(6) 2014 for severe back pain as the result of many years of field work. Medical history included ongoing fibromyalgia from an unknown date, ongoing osteoporosis from an unknown date, ongoing systemic lupus erythematosus, ongoing arthritis from an unknown date, cardiovascular insufficiency from an unknown date and unknown if ongoing, neuropathy peripheral from an unknown date and unknown if ongoing and high blood pressure from an unknown date and unknown if ongoing treated with lisinopril and norvasc. Concomitant medication included nabumetone (relafen) 500mg tablet by mouth as needed and ongoing, hydroxychloroquine phosphate (plaquenil) 200mg tablets, two tablets daily, by mouth, amlodipine besilate (norvasc) 5mg tablet, daily, by mouth for high blood pressure every night and ongoing, lisinopril (lisinopril) 1/2 of a 20mg tablet daily, by mouth for high blood pressure and ongoing, hydrocodone (hydrocodone) 10/325mg tablet by mouth, four to six tablets daily as needed for pain and ongoing, lyrica 100mg tablet, two or three tablets daily, by mouth, frequently takes less to save money for sharp pain in her feet and ongoing, unspecified "back injections" from her pain doctor who she visits regularly and an unspecified antacid which was ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication with no adverse events and nabumetone (relafen) via an unspecified route of administration from an unspecified date at 500 mg, as needed for an unspecified indication and experienced hair thinning. On (B)(6) 2014, the patient reported she adhered the heatwrap directly against her skin for approximately 7 to 8 hours and experienced burn blisters on her back. She stated she noticed the burn blisters at approximately 8 pm on (B)(6) 2014, when she removed the wrap. The patient mentioned her skin peeled off when she removed the heatwrap. She reported not checking her skin under the wrap during application. The patient stated the events led to hospitalization on an unspecified date. The patient stated she did not read the instructions prior to using the product. The patient states that the instructions should be written in larger print and there should be a better warning on the outside of the box for old people like her. Action taken with thermacare heatwraps was permanently withdrawn on (B)(6) 2014. No therapeutic measures were taken as a result of the events. At the time of the report, clinical outcome of the event burn blisters and skin peeled off was resolved. Clinical outcome of the remaining events was unknown. The patient reported her skin tone as medium. She stated she has not used any other heat products for pain relief. The patient was not sleeping, or wearing several layers of clothing while using the heatwrap. She stated she did not have a snug waistband or clothing over the wrap. The patient reported she has no abnormal skin conditions and did not exercise while wearing the heatwrap. She stated she sat up in bed with a pillow behind her upper back. The patient mentioned she never felt like the heatwrap was too hot. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow up ((B)(4) 2015): new information received from a contactable consumer includes: event outcome and patient hospitalization. This case has been upgraded to a serious, reportable medical device report. All follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events burn blisters, and skin peeled off when she removed the heatwrap adhered directly against her skin for approximately 7 to 8 hours as described in this case are considered serious bodily injury requiring hospitalization and medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blisters, and skin peeled off when she removed the heatwrap adhered directly against her skin for approximately 7 to 8 hours as described in this case are considered serious bodily injury requiring hospitalization and medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.